Event description:
It was reported that the tip broke off.

Manufacturer narrative:
Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete.

Event description:
It was reported that the tip broke off.

Manufacturer narrative:
Correction: d5 operator of device. The reported event was confirmed since the product was returned for evaluation and matches the alleged failure mode. The device inspection revealed the following the returned device exhibits signs of extensive usage as evident by the circular wear marks on the shaft and water marks indicating repetitive cleaning and sterilization. The tip at the distal end of the device has breakage and got separated resulting from an application of high impact torsional load. The shiny and planar breakage patterns indicate it to be brittle fracture. The fragmented part of the device was not available for inspection. Moreover, a hardness test was performed on the cylindrical surface closest to the fractured surface of the returned item. The avg. Value indicates the material being within the limit with the accordance range. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. Based on investigation the root cause was attributed to a combination of wear and user related issue. The failure was caused by repetitive usage and exposure to extensive torsional load contributing to the event. If any further information is provided the complaint report will be updated.